Event description:
An endurant ii stent graft system was implanted for the treatment of a ruptured 80 mm in diameter abdominal aortic aorta. The proximal aortic neck was 8 cm in diameter and 20 mm in length and is currently 9 cm in diameter and 20 mm in length. 30 degrees of angulation, severe tortuosity with moderate calcification. It was reported that the patient presented eight days later with pain and bleeding. A CT noted a type 1b distal endoleak from ipsilateral side. The left side was the ipsilateral side. The physician placed an extension limb 16x16x156 down the left side or ipsilateral side excluding the endoleak. The physician also coiled the hypogastric on that side. No additional clinical sequelae were reported and the patient is fine. The physician stated that cause of the event was that the limb retracted back into aneurysm.

Manufacturer narrative:
(B)(4). Conclusions: off-label, unapproved, or contraindicated use (pre-operative rupture).